Event description:
It was reported that during an osteotomy of the hip surgical procedure, when wanting to place the saw attachment device in the motor, it was observed that it did not fit. It was reported that other adapters were tested and fit perfectly. It was noted that the coupling head was deficient. It was reported that the procedure was started and ended with a chisel, thus achieving the surgery successfully. It was reported that there was a 15-minute delay in the procedure due to the event. There was patient involvement reported. During in-house engineering evaluation it was determined that the device was frozen/will not move. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that when wanting to place the saw attachment device in the motor, it was observed that it did not fit was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device was frozen/will not move, and there was component damage. It was further determined that the device failed pretest for general condition, check general function in running mode, and check oscillation frequency. The assignable root cause of these conditions was determined to be due to component wear.